Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with redness, inflammation, and infection under the sensor pod area which occurred 5 days after the sensor had been inserted into the arm. The skin was prepped with alcohol prior to sensor insertion. On (B)(6) 2024, the patient consulted with a doctor and the patient was prescribed oral cephalexin for the skin reaction. The patient was in good condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).